Manufacturer narrative:
A ge representative evaluated the system but did not report on the results or conclusion of the evaluation.

Event description:
The customer reported that the system would not display images. No patient injury was reported.